Event description:
Pt with a bilumen port-o-cath venous access device. On tpn starting 12/25/91. After lipids started, the hub of the huber needle was noted to be cracked and leaking. The left catheter was the hl'd and flushed and tpn was changed to the right catheter. It also began to leak and an extension set (t-port) was attached and flushed. On 1/14/92, both huber needles were changed and tpn started on the left side. On 1/15/92, the catheter was noted to be leaking. Tpn was changed to the right catheter, and on 1/6/92, it was noted to be leaking. Both needles were removed, and access was established in the left side with medi-fusion huber needledevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, other, hub. Conclusion: device failure directly caused event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.